Event description:
According to the report, the patient underwent an ascending aorta replacement a few months ago and suffered a cerebral infarction (occlusion of the left middle cerebral area). The patient became paralyzed on the left side of the body and suffered aphasia. The patient is now undergoing rehabilitation. It was noted that the doctor applied a large amount of bg to the target area.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the patient underwent an ascending aorta replacement a few months ago and suffered a cerebral infarction (occlusion of the left middle cerebral area). The patient became paralyzed on left side of the body and suffered aphasia. At the time of the report the patient was undergoing rehabilitation. The doctor assumes that bioglue might have caused an embolism. In addition, the surgeon reported that he applied a large amount of bioglue. Additional information indicated bioglue was used for obliteration of proximal and distal false lumens and proximal and distal suture lines. The surgeon's view is that the dosage was considerable (the surgeon applied a large amount of bioglue to the false lumen), the surgeon didn't fully conduct the de-airing and priming, and the dry field might have been inadequate (it could have been applied to the target area while blood still remained). The inside of true lumen was protected with gauze. It cannot be denied that bioglue leaked from the re-entry, because bioglue was applied too deep into false lumen. In addition, the surgeon "squeezed out the application site by clip of grf glue", which may have allowed bioglue to enter the true lumen through the false lumen. It is unlikely that bioglue leaked from the hole of the suture line because when bioglue was applied to the suture line, the doctor had reduced suction on the left ventricular vent. The information further notes that the patient does not have advanced arterial sclerosis, so the surgeon did not think they were more likely to develop cerebral infarction. However, the patient does have high blood pressure. The exact point of application is unknown and anatomic location would affect the ability of bioglue to embolize and cause stroke. For example, if bioglue is used around the arch and the ascending aortic dissection extends up into the carotid arteries, there may be risk of re-entry at the carotid arteries, which can cause embolization in the brain. However, details regarding the exact location of application are not available. The patient has a history of hypertension, which places the patient at increased risk for stroke. Additionally, the surgeon admits to multiple errors in use. He assumes that bioglue may have contributed to the event as he applied a large amount; there is the possibility that he used too much bioglue. The report describes improper use of bioglue during application, squeezing out the application of bioglue, using a clip to compress the tissue, not performing adequate priming, de-airing, or drying the target field. Squeezing the bioglue out of the false lumen could allow bioglue to enter the true lumen. In addition, the vent was reduced but not turned off; there may have been sufficient suction to draw bioglue into the true lumen through the suture holes. Cryolife recommends using a balloon catheter to define the distal terminus. If there is no protection of the distal aorta, bioglue could enter through a re-entry site. However, there is no conclusive evidence to indicate that bioglue caused the stroke. A review of the IFU or re-training may be helpful to ensure the surgeon is familiar with proper use of the product.